Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed two black marks on their skin from the therapy pads of the lifevest equipment. Patient reported an allergy to metals. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse provided a silicone cream for the skin irritation. Follow up indicated that the skin irritation improved.